Manufacturer narrative:
The cobas c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with bil-d gen.2 assay on cobas c 303 analytical unit. The original sample was used to run 2 different accession numbers (sample 1 and sample 2). Sample 1: initial result: 0.379 mg/dl (accompanied by a data flag). 1st repeat result: 2.79 mg/dl (accompanied by a data flag). 2nd repeat result: 5.30 mg/dl (accompanied by a data flag). Sample 2: initial result: 0.374 mg/dl (accompanied by a data flag). 1st repeat result: 5.8 mg/dl (accompanied by a data flag). 2nd repeat result: 5.52 mg/dl (accompanied by a data flag). The initial results were generated using a dilution factor of 1:50 ordered by the customer. The physician questioned the initial results as they did not match the patient's clinical status, prompting the repeat of sample 1 and sample 2. Reportedly, the repeat results of 5.30 mg/dl and 5.52 mg/dl were reported outside the laboratory.